Event description:
Pca pump programmed to deliver 0.2 milligram per centimeter of dilaudid. When pt pushes button pca delivers only 0.1 mg per cc. Biomedical engineering tested it and was not able to reproduce the problem. It may have been programmed incorrectly.